Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead had perforated. The lead was explanted and replaced with new lead. Patient condition was stable.

Event description:
New information indicated that the patient experienced sharp pain, and a computed tomography (CT) scan was performed, which confirmed lead perforation. It was also noted that the rv lead exhibited inadequate capture.

Manufacturer narrative:
The reported events were cardiac perforation and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract end extend. The measured helix extension length was within specification. The tip stiffness test was performed, and all values were within specification.